Manufacturer narrative:
The caller stated that the device is not available for evaluation. Manufacturing facility has initiated a corrective and preventive action associated with the customer reported failure. If the device is returned for investigation, results of the investigation will be provided in a supplemental report. Information has been added to the database for trending purposes.

Event description:
Nellcor puritan bennett received a report from a biomedical engineer that the unit did not provide an audio tone.